Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported developing itching and a rash that extended beyond the perimeter of the sensor patch. The area had been prepped with alcohol prior to sensor insertion. This was the patient¿s first time using the g7 sensor, and they were initially uncertain whether the reaction was related to the adhesive. The patient consulted a physician the same day, who examined the affected area and diagnosed a mild reaction to the sensor patch adhesive. A steroid medication was prescribed (route of administration not specified). Following the visit, the patient also applied over-the-counter hydrocortisone cream found at home to manage the symptoms. At the time of the report, the patient was okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information.

Event description:
It was reported that a skin reaction had occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.